Manufacturer narrative:
The device was returned for evaluation. The device exhibited substantial signs of wear and tear, including visible surface degradation and material degradation, which indicates that the device has had a prolonged and extensive usage over a significant period of time. The root cause is normal wear and tear, with the device reaching its end of life. This should be considered the final report. If additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "we had a pair of scissors that the tip broke off during the procedure. No injury to the patient."